Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedance on both right and left lead. This issue was unresolved with no further action planned. No interventions/actions were taken. It was noted that the relationship of the event to the device or therapy was possibly related, however, it was not related to the implant procedure. There was no clinical correlation or clinical significance to this event. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received from an hcp of a clinical study indicated no cause was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.